Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three proglide devices referenced are being filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella interventional procedure. The sheath was upsized to 13f and the impella procedure was completed. The pre-placed sutures of the first proglide device were successfully tightened. Reportedly, when the pre-placed sutures of the second proglide were tightened, the suture came out of the patient. Two additional proglide devices were used and cuff misses occurred. A fifth proglide device was used and after deploying the foot, during device retraction against the arterial wall, the device came out of the patient. When the devices were inspected, three devices had a broken foot. The broken foot pieces were not recovered. Manual arterial compression was applied to achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.